Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-15080, reference MFR report: 1627487-2015-1508.1 further review indicated the explant date of (B)(6) 2015 was inadvertently omitted from MFR report: 1627487-2015-15080 and MFR report: 1627487-2015-15081.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-15080, reference MFR report: 1627487-2015-15081. It was reported the patient was not receiving stimulation coverage of his right arm. Reprogramming was unable to provide effective stimulation coverage. X-rays were taken and indicated the lead placement was to the left. Diagnostics indicated high impedance readings. Surgical intervention was undertaken and the lead was explanted and replaced. Intraoperative testing of the lead revealed impedance readings within normal limits. However, when the existing extensions were connected high impedance readings were again noted. The physician explanted and replaced the extension associated with the high impedance reading. The patient reported effective stimulation coverage postoperative. It is unknown which extension was explanted and replaced; therefore all possible lots are being reported.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-15080. Reference MFR report: 1627487-2015-15081.

Manufacturer narrative:
Results: the returned lead terminal end tails were cut off the lead body and only one terminal tail was returned; making the lead incomplete. However, all segments of the returned lead were tested for continuity and no opens were found. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.